Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested.

Event description:
It was reported that during an unknown procedure, when clip came out, it was distorted. Another device was used to complete procedure. No patient consequence reported.